Manufacturer narrative:
Device codes: 1316 labeled internal file number: (B)(4). Correction: device code 2920 was removed. Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the thumb advancer and clip caught at the distal end were confirmed based on the returned device condition. The reported difficult to remove and difficult to insert could not be replicated in a testing environment as it resulted due to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It is possible that calcification or the access site location contributed to the reported difficulty inserting the device into the anatomy; however, this cannot be conclusively determined. The difficulty removing the device appears to be related to interaction with the clip caught at the distal end of the sheath. The reported failure to deploy the thumb advancer/ split the sheath and stretched sheath was concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. Femoral angiogram was not performed; however, the physician felt resistance during puncture of the vessel and assumed, that it was because of the calcification. It should be noted that the starclose instructions for use (IFU), states to perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity, or presence of arterial wall dissection. Additionally, the IFU states: do not deploy the clip in areas of calcified plaque. Do not use the starclose se vascular closure system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and / or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. A femoral angiogram was not performed. Reportedly, the starclose se device was difficult to insert. Resistance was noted during thumb advancement and the clip was deployed. Resistance was noted during removal of the starclose se device; however, it was possible to remove the device without force. No tissue damage was noted. After removal, it was noted that the clip remained at the end of the clip delivery tube. Manual arterial compression was applied to achieve hemostasis. Thirty minutes later, the patient felt bad and went into surgery. A high puncture retroperitoneal hematoma was observed and the bleeding was treated surgically. Additional medication was administered. Hemostasis was achieved via surgical suturing. The patient is now in good condition. There was a reported clinically significant delay in the procedure. No additional information was provided.